Event description:
It was reported that the pump system was removed due to the patient had a very serious infection that caused the patient to have a heart attack. The patient was hospitalized at a (B)(6) hospital. A new pump was implanted and it was noted that the patient was doing well. The drug in the pump was unknown.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter. (B)(4).